Event description:
It has been reported to novartis nutrition that a patient using a compat enteral feeding pump received 1200cc of formula in 1.5 hours. The enteral feeding administration set was found to be disconnected from the pump and the pump was not turned on during the event. Customer tested the free flow alarm and found it to be functional.